Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having hemolysis issues. The pt's conditions continued to worsen, and the pt died approx a month later of multisystem organ failure related to the hemolysis. The hospital returned the lvad to the MFR for eval.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.